Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) it was reported that on (B)(6) 2020, the patient's cervical ins (the ins implanted on their right side) had quit working, which was explained to mean that they could not charge the ins. They kept seeing the poor communication messages on their programmer and recharger. The last time they had charged that ins was "maybe" (B)(6) 2020. No symptoms were reported. It was noted that the patient was able to get their external devices to communicate with their other ins. Patient services reviewed that the ins may possibly be in overdischarge. They redirected the patient to the doctor and notified the field of the patient's request to meet with a rep for assistance. Additional information received. Patient responded back from follow up sent. Patient indicated they had both batteries replaced because of overdischarge. Both are working very well.